Event description:
A medical centre in (B)(6) reported via a distributor that an mr290 autofeed humidification chamber has a "defective component". No patient consequences were reported.

Manufacturer narrative:
(B)(4). The distributor reported that "there is no sample and no further details" available in relation to the reported complaint. Without any additional information or the return of the complaint device, we are unable to determine which component the customer is referring to. Insufficient information was received to confirm or determine the root cause of the reported fault.